Event description:
A prostyle device was received at abbott vascular. Analysis of the device noted that the lever was in the closed position and the foot was partially deployed. There was no information reported regarding this device; therefore the method used to achieve hemostasis is unknown. No additional information was provided.

Manufacturer narrative:
Date of event estimated. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A device was returned for analysis. The observed foot retraction problem was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.